Event description:
It was reported that the patient was uncomfortable and concerned. Ventricular oversensing due to myopotential noise and no pacing was observed. Programming changes were made. The patient was stable and being monitored.